Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message and intermittently switched adult/pediatric settings on it's own. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "ECG disabled message" was observed during review of device data logs. However, the device was put through extensive testing including ECG stress testing, bench handling and functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib connector was replaced as a pre-caution the customer's report of "incorrect mode" was not replicated or confirmed. Review of the logs showed no indication that the device switched from adult to pediatric mode. Analysis of reports of this type has not identified an increase in trend.